Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or patient intervention due to the discordant ahbs, hbsag and thcg results.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequnce or patient intervention due to the discordant ahbs, hbsag and thcg results.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or patient intervention due to the discordant ahbs, hbsag and thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequnce or patient intervention due to the discordant ahbs, hbsag and thcg results.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or patient intervention due to the discordant ahbs, hbsag and thcg results.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or patient intervention due to the discordant ahbs, hbsag and thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.

Event description:
Discordant ahbs, hbsag and thcg results were obtained on patient samples. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. There are no reports of adverse health consequences or patient intervention due to the discordant ahbs, hbsag and thcg results.

Manufacturer narrative:
A siemens field service engineer (fse) went to the customer site. The fse changed the acid valve v70, base valve v71, reagent probe 1 and 2 on the advia centaur instrument then realigned the interfere gate and ms3 reader on the advia labcell. The fse was unable to determine what caused the discordant results. The issue is being investigated by siemens. The system is performing within specifications. The system is being monitored by the customer and will notify siemens if there is a reoccurrence.